Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed system error 322. The cause was identified to be a failed lower link switch and the lower auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.